Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received an alert due to high voltage lead impedance out of range. A chest x-ray was performed. No significant anomaly was found. The physician opted to continue to monitor the patient. The lead remains implanted.